Manufacturer narrative:
The manufacturer previously reported a ventilator's software was reloaded for a ventilator inoperative condition, and the sensor board replaced for failing test steps during testing. No repairs were performed on the device. The device was returned to the customer unrepaired.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's sensor board was replaced to address the issues.